Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The reported lot number doesn't correspond to a finished device, but the information is being submitted regardless as this is the information that was provided to mentor. As such, the reported lot cannot be reviewed, and no manufacturing record evaluation could be performed. A corresponding catalog number cannot be confirmed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old black female patient underwent a breast reconstruction surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient reported she had three lymph nodes removed and had capsular contracture; however, no baker grades were provided as she hasn¿t consulted with a medical professional. Additionally, she had an infection associated with her left breast as a lime green substance was present. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The reported lot doesn't correspond to a finished device, but the information is being submitted regardless as this is the information that was provided to mentor. Several follow-ups have been conducted; however, no clarifying information was received. If additional information is received, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-12670 for the contralateral event.